Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. Several conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that the right ventricular lead had high impedance and a sudden decrease of sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.